Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient wore their spouse's "loop" and experienced symptoms similar to atrial fibrillation (af), heart really pounding and also felt nauseous. The patient removed the loop and felt better immediately. The device remains in use. No patient complications have been reported as a result of this event.